Event description:
Customer called to report the insulin pump is squirting out insulin during the manual prime process. Blood glucose reading was 250 mg/dl. Troubleshooting was performed. Instructed customer to attach a new reservoir and infusion set and resume the priming process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a broken belt clip slot and a cracked display window.